Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic thorascopic pulmonary resection, during an attempt to cut the lung, an attempt was made to fire but firing could not be performed. When the handle was returned to the charger, it displayed a flashing indicator indicated during charging, but it blacked out and did not operate. A manual stapler was used with the same reload to complete the case. The adapter worked normally with other staplers. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the oled (organic light-emitting diode) screen was discolored. Functionally, the battery health algorithm shut off the battery due to high cell temperatures. It was reported that the instrument did not acti vate and execute the firing sequence. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the handle does not initialize. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: of a vented battery on the charger. The most likely cause for the additional condition is traced to component failure. The the battery health algorithm tripped before the batteries vented. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.